Event description:
This report is being filed due to heart failure deemed device related. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 3+, with a posterior leaflet prolapse, dilated cardiomyopathy and posterior ruptured chordae. One mitraclip was implanted without a device deficiency, reducing the mr to grade 1+. On (B)(6) 2021, a follow-up echocardiogram was performed. The mr had increased to grade 4+. The mitraclip had remained stable and well seated without any device related tissue injury or lesion. Reportedly, the increase in mr was partly due to the patients pre-existing atrial fibrillation, requiring optimization of medical therapy. Per physician, the events were unrelated to the mitraclip. There was no device malfunction and no device related adverse event. On (B)(6) 2022, the patient was admitted to the hospital with heart failure. Medications were provided and the event resolved. The heart failure event was deemed device related. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure/congestive heart failure (treatment with medication(s)) could not be determined. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.